Manufacturer narrative:
(B)(4). Batch #m91c90. Conclusion: the device was returned with the upper jaw detached and not returned. In addition, the device was received with the cable cut off. Due to the returned condition of the device (cable cut off), no functional or mechanical testing could be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Batch # unk.

Event description:
It was reported the doctor was performing a colon resection with the enseal instrument and the top jaw broke off during the resection. It wasn't indicated if the broken part of the jaw fell into the patient. A second enseal instrument was used to complete the procedure with no consequence to the patient.